Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implant date; (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed atrial lead undersensing during atrial arrhythmia episodes. The lead remains in use. No patient complications have been reported as a result of this event.